Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated that on (B)(6) 2023 the patient was seen for a refill and they expected to aspirate 25ml but was unable to aspirate anything. It was reported the physician had the patient under fluoro, put saline into the pump and was able to aspirate out the exact amount. It was reported the pump logs did not have any events logged. It was confirmed the physician was using a medtronic refill kit and the needle was not occluded. It was reported the pump was programmed correctly according to reports and the patient did not miss a refill. It was reported the patient did not experience any overdose symptoms but did say he had increased pain. It was confirmed at the time of the last refill, no old drug was used, new drug was used. Technical services discussed possibility of updating the pump during refill but forgetting to fill it. It was reported they were fairly positive they filled the pump. Technical services discussed possibility of patient accessing pump. Itwas reported the patient was a former paramedic and doctor did mention that possibility. It was reported the physician refilled the patient, was monitoring and will bring patient back in next tuesday, 2023-05-09, to check for volume discrepancy. Additional information was received on 2023-05-10 which indicated the expected reservoir volume was 35 ml and they got back 0 ml. It was reported the patient had a bunch of red poke marks around site of pump. It was noted the hcp would contact technical services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that on (B)(6) 2023 the expected reservoir volume was 30.5 and the actual reservoir volume was 0. With regards to the actions/interventions taken to resolve the volume discrepancies from (B)(6) 2023 and (B)(6) 2023, it was noted that the pump was filled with saline. The volume discrepancy issue was not resolved, and the cause was unknown. It was noted that the reporter did not feel comfortable stating whether the patient had accessed the pump, but the doctor had found needle poke marks around the pump. Diagnostic/troubleshooting related to the volume discrepancies thus far included checking the logs, taking images, refilling the pump, and monitoring.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient experienced withdrawal symptoms after their pump replacement on (B)(6) 2023 for normal battery depletion. They went to the emergency room the following day and were hospitalized through the weekend. They were seen in the clinic today and a volume discrepancy was noted between the programmed reservoir volume and the actual volume removed. An external factor that may have contributed to the event was that the patient fell at home after their procedure. During their replacement procedure on 2023-03-27, the catheter had been aspirated successfully. The patient did not experience a change in relief when giving themselves a bolus. Today the healthcare provider (hcp) decided to fill the pump with new medication and monitor the patient this week. The patient's pump logs were also checked. They are scheduled to come back to the clinic in one week. The event had not been resolved.